Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke. It is unknown if the malfunction was found outside of the operating room or if it occurred during a patient procedure. Additional information has been requested. This report is for one (1) cannulated 4.0mm hexagonal screwdriver.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a primary femoral neck fracture surgery on (B)(6) 2017. While surgeon was inserting a screw the tip of the screwdriver broke off. The device malfunction is not associated with screw placement through a plate. The broken fragments were easily retrieved, no interventions were required. This event resulted in an eight (8) minute surgical delay. There was back-up instrument for the surgeon to use. The procedure was successfully completed. The patient outcome was reported fine. The instrument was previously used. There was no unusual use of the instrument. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
DHR review was completed. Part number: 314.05 , synthes lot number: 4481871 , supplier lot number: na , release to warehouse date: 01-oct-2002 , supplier: na , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned 15+ year old 4mm cannulated hexagonal screwdriver (part: 314.05, lot: 4481871, mfg: 01-oct-2002) was inspected at customer quality and the reported complaint condition of broken was confirmed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common reusable trauma instrument noted in approximately 15 system technique guides including: 4.5mm va-lcp curved condylar plate system and the 6.5mm/7.3mm cannulated screw system. The device is used to aid in screw insertion and the cannulation allows for precise targeting over a previously inserted guide wire. The returned device was examined at customer quality (cq) and the distal cannulated hexagonal tip was found to be broken. Therefore this complaint is confirmed. A portion of three of the six hex walls are broken/missing and the fragment(s) were not returned. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Based on the complaint condition, no definitive root cause was able to be determined. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of the device. The remaining features of the hex wall point to point dimension were measured at cq on the returned device and ranged from 4.44mm - 4.45mm which is within specification of 4.5mm +/-0.1mm per shaft component drawing. The remaining features of the hex wall flat to flat dimension were measured at cq on the returned device and ranged from 3.99mm -4.00mm which is within specification of 4.0mm -0.02mm per shaft component drawing. The inside diameter/cannulation at the distal tip near location of breakage was measured at cq on the returned device as 2.92mm which is within specification of 2.9mm +0.1mm per shaft component drawing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.